Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that his infusion device began to beep and "2.01" with four dashes was displayed on the screen. The pt was using a recalled power pack that had been in use for 2-4 weeks. The patient stated that he was aware of the power pack recall. The patient was advised to discard all recalled power packs. The pt was away from home and stated he would replace the power pack when he returned. Upon follow up, the pt stated that he inserted a new power pack and his infusion device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.